Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: 1 - por for write to locked ram, addr=1551, data=c7, on (B)(4) 2011 17:40:29. 1 - patient alert for por on (B)(4) 2011 16:40:29.

Event description:
It was reported via a remote transmission that the device experienced an electrical reset. The device was interrogated and the reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.